Event description:
A male patient contacted lifecor customer support to report that neither of his battery packs were charging. Support replaced both battery packs.

Manufacturer narrative:
Device manufacture date: battery pack 2006. Device evaluation summary: device evaluations of battery packs and have been completed. The reported problem was confirmed. The cause of the battery pack not charging fully was due to a defective battery cell within the battery pack. The root cause of the defective cell is not known. The defective cell was replaced. The battery pack was retested and restocked. The cause of the second battery pack not charging fully was due to old programming that may falsely test cells as mismatched. The programming was fixed. The battery pack was retested and restocked. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs.